Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported revision was confirmed. However, the locking bar backing out thus resulting in the revision, could not be confirmed. Visual examination of the returned locking bar identified surface scratches and minor nicks. Analysis determined the features of the locking bar surface -wear patterns align with the those reported in a zrm, which states that even though the examined locking bar contact mark and deformation observations are consistent with the bars not being fully engaged with the tibial tray lugs, it cannot be determined with certainty whether the reported locking bar dissociations occurred due to improper insertions. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05760.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty approximately 1.5 months ago and started experiencing discomfort a couple weeks post op. When the patient received an x-ray, surgeon noticed that the locking bar had partially backed out. The patient was revised to replace the locking bar.